Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera ii ultrasonic bronchofibervideoscope had exhibited no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Corrected fields: h8. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the biopsy channel got damaged, and leakage occurred, and due to that, liquid infiltrated the scope and it caused the occurrence of no image. Olympus will continue to monitor field performance for this device.